Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The transfer set was connected and disconnected using the returned mini cap and an in-lab patient connector with no issues and no leaks observed.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set could not be tightly fitted to the patient line of the cassette. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.